Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the peritoneal dialysis nurse on (B)(6) 2010, who stated there was no patient injury or medical intervention associated with the event.

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 (indicating air in the set) with the homechoice machine during dwell 3 of 3. The technical service representative explained the alarm. The home patient (hp) was connected at the time of the alarm and the cause of the alarm was undetermined. The hp ended therapy and would follow-up with manual supplies. The hp was advised to let the registered nurse know about the alarm. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for the system error (air in line) 2240 that occurred during dwell 3 of 3 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).